Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray revelead a broken essure coil in left fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the device breakage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: in 2017: broken essure coil found broken in left fallopian. Confirmation results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Event menorrhagia was added. Lab data added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('x-ray revelead a broken essure coil in left fallopian tube/breakage/ expulsion: breakage'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for general abnormal bleeding and breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -bilateral occlusion.. X-ray - in 2017: results: broken essure coil found broken in left fallopian. Diagnostic results: confirmation results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Essure implant date updated. Events- migration and general abnormal bleeding were added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray revealed a broken essure coil in left fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). At the time of the report, the device breakage and vaginal haemorrhage outcome was unknown. The reporter considered device breakage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2017: broken essure coil found broken in left fallopian. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('x-ray "revealed" a broken essure coil in left fallopian tube/breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("migration"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods"), uterine pain ("uterus pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia and uterine pain outcome was unknown and the depression and anxiety had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, genital haemorrhage, menorrhagia, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for general abnormal bleeding and breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. X-ray - in 2017: results: broken essure coil found broken in left fallopian.. Diagnostic results: confirmation results: total bilateral occlusion most recent follow-up information incorporated above includes: on 3-feb-2020: social media received- new event uterine pain, depression and anxiety were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.